Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace or history files properly. In further full review of the pump history on the event date of december 08, 2021, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 58.6u. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The test guardian link and the test contour next blood glucose meter communicating properly to the insulin pump. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted; however, pump error 23 alarm found in the insulin pump history on (B)(6) 2021 at 05:49:03. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.5. Millivolt). The motor was tested outside of the device on the new generation pump stb3 and passed. In summary, pump passed all required testing. Unable to verify customer complaint for low blood glucose. Customer alleged for the pump over delivery, pump error 23 alarm, no communication to the blood glucose meter and transmitter was not confirmed. The force sensor is within specification and the motor functioning properly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering which lead to lower in blood glucose levels. The blood glucose value at the time of incident was 59 mg/dl and the current blood glucose level was 328 mg/dl. Customer treated low blood glucose with insulin drip. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.